Event description:
Per information provided: (B)(6) 2008 ¿ patient was diagnosed with indirect bilateral inguinal hernia thereby underwent open repair with two perfix plug (device #1 and #2). Per operative notes, ¿in the right side, indirect hernia sac was identified and reduced. A large perfix plug (device #1) was placed in the peritoneal space and sutured and tacked in place. Similarly in left side, large indirect sac was reduced and large perfix plug (device #2) was placed in preperitoneal space and secured in place with sutures.¿ (B)(6) 2012 - patient was diagnosed with bilateral inguinodynia and recurrent right inguinal hernia thereby underwent open repair with removal of all meshes, neurectomy and implant of bard soft mesh pre-shaped w/keyhole on both sides (device #3 and #4). Per operative notes, ¿in right side, extensive dense sclerotic fibrosis and scarring within inguinal canal was noted. The genitofemoral nerve was identified and transected. The mesh (device #1) was seen densely adherent and removed. A large indirect defect with internal ring defect was identified and large bard soft mesh pre-shaped w/keyhole (device #3) was placed and secured with sutures. In left side, fibrosis was noted. The ilioinguinal, iliohypogastric and genitofemoral nerves were transected, and mesh (device #2) was less adherent and removed. The floor was reconstructed, and bard soft mesh pre-shaped w/keyhole (device #4) was placed and secured with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. This emdr was submitted to represent the bard/davol perfix plug (device #2). Additional supplemental emdr represents the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.